Event description:
It was reported that a routine sinus prone study was being done. The topogram was completed successfully. The range was then planned. The move button on the control box was then depressed to initiate a negative tilt. When the gantry began to tilt, a clicking noise was heard. A few seconds later, the front cover of the gantry came off. The cover hit the patient on the patient's back, and rolled on to the floor. The patient immediately sat up and got off the table and walked away from it. The sinus study was completed in a different CT room. Our service engineer was told that the patient had no cuts, but that he complained of pain in his elbow. The radiologist sent the patient to the emergency department for x-rays. The patient was treated for abrasions and released from the emergency room. The patient was complaining of pain in their arm, so there is a probability the patient will seek further medical treatment.

Manufacturer narrative:
Preliminary findings by siemens found that a strut used to hold up the cover during service either failed or was improperly secured, subsequently, the loose strut came in contact with the rotating gantry during a gantry tilt. We were informed by the hospital that the patient may still have pain as a result of his injury. The room is not being used for imaging patients. The gantry will be replaced by siemens.